Event description:
It was reported that the patient experienced a loss of stimulation sensation with a loss of therapeutic effect, including loss of bowel control, following an electronystagmogram (eng) test due to dizziness unrelated to the implant. The patient's programmer and control magnet device were on at 2.4 with no group options. A slight burning sensation in the vagina was reported when voltage was increased 3.5. Review of using the on/off controls was conducted and the patient felt a tingling, rather than burning at 2.9 volts. Subsequently the patient reported that the implant was working "well".

Manufacturer narrative:
Lead: model 3889-28, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown.